Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that an occlusion alarm occurred. Reportedly, the pump would not alarm for occlusions and that the pump was not delivering insulin as intended; however, the customer declined to troubleshoot and the alleged root cause could not be confirmed customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.